Manufacturer narrative:
Despite the compressor cycling, the driver functioned as intended with the cardiac output being within the acceptable range of 5-8 lpm. The main buffer pressure sensor voltage was found to be out of the specified range, which indicated a malfunction of the manual pressure regulator. The manual pressure regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the pt because the driver continued to perform its life sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient during temporary situations when wall air supply is not available. With wall air connected, compressor cycling does not present a risk because the driver's main air tank has an overpressure relief valve to vent excess pressure. Syncardia has initiated a corrective action (CAPA) to address the issue of manual pressure regulators unable to maintain specified set points. The investigation is in process. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The companion 2 driver was returned to syncardia for evaluation. A review of the driver's electronic patient file revealed numerous "external air connected" notifications. This is an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the external air connected icon and activate the primary compressor. This confirmed the customer-reported issue of the compressor cycling while the driver was connected to external air.

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air. The customer also reported that the patient was switched to a backup driver without any adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results will be provided in a supplemental MDR.